Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an arrhythmia with fine ventricular fibrillation (vf) waves and cardiac arrest. It was noted that the right ventricular (rv) lead exhibited undersensing during the vf episode, resulting in the device categorizing the episode as "non-sustained" and defibrillation therapy was not delivered. The patient is deceased.